Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Revision operative notes confirm that the patient underwent revision hip arthroplasty where a free floating piece from the rim of liner which was in the posterior position. Thickened capsule removed. Corrosion noted at the base of the trunnion. Femoral component noted to be stable. Head and liner were replaced. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00620205022, shell porous with cluster holes 50 mm, 62201402. 00801803202, femoral head sterile product do not resterilize 12/14 taper, 62218162. 00771100700, femoral stem 12/14 neck taper plasma sprayed press, 62169673. 00625006530, bone scr 6.5x30 self-tap, 62205047. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04754, stem. 0001822565 - 2019 - 04755, head.

Event description:
It is reported patient underwent an initial right and subsequently six years later the patient was revised. The patient had elevated metal ions, a fractured liner, corrosion, altr, necrosis, and liner fracture. Attempts were made to obtain additional information; however, none was available.